Event description:
The customer stated that she tested her blood glucose and received a reading of 256 mg/dl. She retested and received a reading of 125 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. She had used up the remaining strips that gave the erratic readings, so no product will be returned for eval.